Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-feb-2019 with the following findings: during investigation, there were ¿replace battery¿ alarms observed in the pump history. The voltage was not low at the time of the alarms. There was no evidence of a short battery life observed in the pump history. The pump¿s electrical current draws were tested and were found to be within specification. There were no alarms noted during testing.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery cap had stripped threads. The reporter stated that they received a "replace battery'' alarm with no low battery warning prior to that alarm there was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.